Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 1302 mcg/day at flex infusion mode via an implantable pump for intractable spasticity and head/brain injury. It was reported on (B)(6)2017 that during the pump replacement due to normal battery depletion the day of the report the hcp was unable to aspirate via the catheter access port (cap). It was noted that the hcp did not want to take the time to do a back table prime with the new pump and inquired how long the patient would go without drug delivery. It was stated that they were contemplating having the patient stay overnight and possibly programming a prime after the drug delivery via the catheter or cover the patient with oral medication during the time of sterile water delivery. No symptoms or complications were reported.

Manufacturer narrative:
Phone number on record is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-aug-14. It was indicated that the pump would not be returned for analysis as it was discarded per the facility. No further complications were reported.